Event description:
The left ventricular assist device (lvad) was not thought to have caused or contributed to the patient's right heart failure. A device or therapy related issue was not thought to have contributed to the patient's renal failure.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively determined through this evaluation. Additionally, an analysis of the log files provided by the account confirmed the report of the pump stopping. The event appeared to occur due to the pump stop button being pressed on the system monitor. The submitted system controller event log file contained events from (B)(6) 2023 through (B)(6) 2023. An intentional pump stop fault was captured on (B)(6) 2023, resulting in a brief pump stop. The pump restarted approximately 5 seconds later and resumed normal operation at the set speed, without issue, for the remainder of the file. No other notable events or alarms. The pump appeared to function as intended. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure, renal dysfunction, and hypertension as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4 of the IFU states to use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1, then a stopping pump message will be displayed. This section further states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. Section 6 of the IFU entitled "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Section 6 of the IFU states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. Section 7 of the IFU entitled ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting", explain all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had right heart failure requiring right ventricular assist device (rvad) implantation. The rvad device was a protek duo connected to a centrimag. The patient had worsening renal function along with elevated cardiac and pulmonary pressures. Right ventricular failure was seen on echocardiogram. The patient was transplanted on (B)(6) 2023. The pump operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.